Manufacturer narrative:
(B)(4). This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports the ipg was unable to communicate with the external devices. The patient states he last recharged his ipg and received stimulation approximately six months ago. The sjm representative met with the patient and confirmed the issue. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg and the patient is doing well.